Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-41315.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 455 mg/dl and their sensor glucose read 40 mg/dl. The customer stated their blood glucose was high from treating for their sensor glucose reading. The customer treated their blood glucose with a bolus. The customer also reported bent sensor cannulas on their previous sensors. The customer also reported a sensor error alert with the sensor. Customer was also advised the transmitter was working as designed during troubleshooting. Customer declined to return the product for analysis.